Event description:
I applied a new dexcom g7 sensor to my husband's upper arm. He tried to pair it with his phone app, but the pairing would not complete. He tried re-pairing, restarting the app, and re-starting his phone multiple times. When we looked closely at the sensor, we noticed a small, sharp wire sticking out of the top of the sensor. We eventually removed the sensor and tried again with a different one, which worked fine.